Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that left ventricular lead dislodgment had been observed during an unrelated procedure. The lead was successfully repositioned. The patient was asymptomatic and would continue to be monitored.